Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4: batch # unk. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, 5 boxes were received, but for one device out of one box, the thermal indicator was changed the color to purple. The thermal indicator of the box was as usual. In nihon medical link, they keep the room temperature in 25 celsius. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.